Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with fluid ingression noted. During analysis, the reported issue was able to be duplicated. Service replaced the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that the cadd solis vip pump displayed error code 45630. It was reported that the client's daughter dropped it in a bucket of water. It's not clear if the error code is due to the pump being dropped in water or not. There were no adverse events reported.